Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was evaluated and no defects or issues were observed with the system or software. The investigation could not confirm the described issue of array movement. However, the allegation of the cuts being off were confirmed. The verify checkpoint toolbox was not utilized after the alleged event. The use of the verify checkpoint toolbox can be utilized at any time to ensure that the arrays have not moved. The investigation found no issues or defects, and the system was operating properly and accurately. The exact root cause for the reported issue could not be established because the issue was not confirmed, and no failure was observed.

Event description:
Hold vm 9.19 it was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station that there was possible array movement between the posterior and posterior chamfer cuts as all of the cuts were off. It was reported that the issue was detected when the anterior chamfer cut looked too large so we had to probe along that one first, which read accurate. Then they had them run it over the distal cut which was off and then over to the checkpoint which was also off. It was believed that the probe was run over all cuts and determined that the cuts read accurate for the anterior and posterior chamfer but none of the other cuts which lead them to believe that the array shifted positions between the posterior and post chamfer cuts. The case was planned cement less but was switched to cemented once the cuts were determined to be inconsistent. It was reported that after re-cuts with the array in the same position the trial was still showing significant anterior chamfer gaping. It was reported that the device was being used with a robotic assisted base station device. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).